Event description:
A user facility reported a cracked intraocular lens (iol) that was noted when it was removed from the package. There was no reported patient impact or injury associated with this event.